Event description:
Through the (B)(4) study the patient reports pain in her jaw, that she indicates is better than the pain she experienced prior to the joint being implanted. She reports a diagnosis of myofascial pain when her mouth is open for too long and indicates she follows up with her surgeon as needed. She reports dry needling for the treatment of myofascial pain.

Manufacturer narrative:
The precautions in the package insert state "the patient is to be warned that the system does not replace normal healthy bone in their tmj and they may continue to have chronic pain and limited range of motion." Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of two for the same event, see also 1032347-2015-00274.